Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. Customer reported insulin pump had insulin flow blocked alarm. Customer stated that he hit his meter and blood glucose was going up. Customer reported insulin suspended and there was reservoir and tubing on the screen. It was unknown that customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.